Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term

Event description:
Pt reported that he was not given an opportunity to stop the sensor and app is not functioning, not doing anything.